Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during an anterior colporrhaphy and tension-free vaginal tape retropubic mid suburethral tape insertion procedures performed on (B)(6) 2014 to treat a patient with stage ii cystocele (central defect), uterine prolapse and rectocele. On (B)(6) 2014, the patient underwent a revision procedure to release her tension-free vaginal tape (tvt). The patient was also instructed for follow up six to eight weeks after the procedure.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2014, revision procedure date, as no event date was reported. Initial reporter name and address: this complaint was received as litigation from a legal source in australia. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).